Event description:
The manufacturer received information alleging a ventilator failed to deliver airflow. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off. The inlet air path assembly needs to be replaced to address the issue.